Event description:
The manufacturer received stryker collaborative study named "a post-market clinical evaluation of the treatment of pelvis fractures with the pelvis next generation plates of the pro implants system" that contains collected data on the usage and the outcomes of pro implants (next generation plates). The report details analysis provided for procedures performed between january 2023 ¿ march 2024. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: subject 10 developed post-traumatic arthritis approximately 5 months post-operatively. Post-traumatic arthritis was possibly related to the first surgical intervention. Subject underwent a hip arthroplasty procedure to resolve issue. Stryker pro-pelvis implants remained in place to provide continued stabilization of the original acetabulum fracture.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.